Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they state that the silicone on the jaws cracked. A replacement device was used to complete the procedure. The hospital did not resort any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection conducted. Sign of blood and tissue were observed in the jaws. The silicone insulation was completely intact with no sign of peeling or detachment from the cold jaw support. A microscopic inspection determined that the heater wire was slightly flexed away from the center of the hot jaw without detachment. The wire remained in place at the tip and base of the jaw. No other failures were observed. Based on the returned condition of the device the reported failure mode ¿peeled; jaw¿ was not confirmed but confirmed for analyzed failure ¿material twisted/bent; wire¿. Specific actions for the analyzed failure ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they state that the silicone on the jaws cracked. A replacement device was used to complete the procedure. The hospital did not resort any patient effects.